Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 2.1 had been missing several cubies. Customer attempted recovery 5-7 times before running maintenance, screen had turned black, flipped the switch in the back and had waited 30 seconds, then turned it back on. When the station had come back on, it still had not recovered, prompted for unloading, and indicated required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 4.1, specifically affecting cubie pocket a1 was failed. A field service engineer (fse) confirmed that the customer had followed the recovery procedure, and the drawer was able to recover. However, half of the drawer continued to display empty pockets due to an ongoing issue. Upon inspection, the fse identified a damaged pyxibus cable connected to the drawer module. The damaged cable was replaced during service, and all connectors, harness interfaces, and communication points were inspected and reseated across all half-height cubie drawers. The system functioned as intended after the field service engineer repaired the device.